Event description:
According to the reporter, pre-operatively, the red lamp lit up, and even if handle was removed from the charger, it did not start up and was blacked out. A separate main unit was used to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident device found that the battery was vented.

Manufacturer narrative:
Concomitant medical products: sigsbchgr - sig power sigsbchgr one -bay charger, serial# unknown. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The handle did not initialize. The system logs were evaluated and there were signs of the battery draining below expected levels while on a charger. This complaint was confirmed based on log files. The most likely root cause was traced to software coding. This issue may occur when the device system detects an imbalance in the cell voltages, the handle will enter a protection state and the charge fet (field effect transistor) will be turned off. Once in the protection state, the handle charge will deplete on the charger and will be unable to reach full charge when the next three-hour charge timer is initiated, resulting in the handle not charging. During the investigation a secondary condition of vented batteries was detected that has no relationship to the reported condition. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Additionally, the investigation detected the unreported condition of damage to the external housing that has no relationship to the reported condition. Visual inspection noted the handle switch molding was noted to be damaged. The analysis noted evidence that the device was not used as intended. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.